Manufacturer narrative:
Additional information: the associated complaint device was not returned. The clinical/medical team concluded, all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based solely on the poor quality photos of images provided, the root cause of the reported fractured intertan nail cannot be concluded but a continued non-union appears still present. Currently unable to rule out excessive weight-bearing activities prior to complete bony-union as a possible contributing factor. The patient impact beyond the reported aesthetic impairment, reliance on assist devices, pain, and the revision surgery itself cannot be concluded. Should additional information become available, the clinical/medical assessment may be re-evaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported patient received an intertan implantation and four months after operation the implant was discovered broken. Revision surgery was done and the implant was removed.